Event description:
It was reported that the device was displaying a lead impedance of over 9999 ohms and the device was not pacing. A lead fracture was suspected, but when the lead was tested, no issues were found and the physician determined that the device was the issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.